Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer, who had experienced similar issues before, agreed to have the pump replaced by customer technical support (cts). Cts arranged for a replacement pump to be sent and instructed the customer on how to put the current pump into storage mode before returning it using a provided return box and pre-paid label. The customer acknowledged understanding of these instructions and would continue using the current pump with a backup plan involving mdi if the current pump fails.